Event description:
Rn reports she noticed fluid dripping on floor. Traced back to pump. Fluid dripping out of pump. Opened and noticed leak from "pillow" portion of tubing. Stopped infusion. Removed tubing from patient. Primed new tubing, no further issues.